Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hm ii lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: no equipment was exchanged. Patient is reportedly doing well. No further rhythm issues at this time.

Manufacturer narrative:
Admissions referenced in the event description are reported under MFR #'s 2916596-2019-02730 ((B)(6) 2019), 2916596-2019-02719 ((B)(6) 2019), and 2916596-2019-02703 ((B)(6) 2019). Approximate age of device ¿ 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a transesophageal echocardiogram was performed on (B)(6) 2019, which demonstrated vegetation on the right ventricle lead, located in the right atrium. Cardiothoracic surgery was consulted. On (B)(6) 2019, the patient underwent a laser lead extraction and pacemaker. Post-operatively, the patient briefly experienced bradycardia and atrial fibrillation, for which their digoxin was held. However, the digoxin was restarted due to frequent episodes of ventricular tachycardia. In addition, a oral amiodarone load was started; which will finish (B)(6) 2019. Per infectious disease, IV vancomycin will be continued for 6 weeks with stop date of (B)(6) 2019. The patient received a total of 5 units packed red blood cells between this admission and admissions reported on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019.